Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked and chipped. The motor not running was duplicated during occlusion test. Error history log review found a motor not running alarm. The root cause of the reported issue was found to be multiple old and worn parts from motor and drive train assembly. The pump was over 15 years old actions were taken to mitigate the reported issue: replaced motor and drive train assembly. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had a motor error. No patient injury was reported.